Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2007; 693565, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation by the left ventricular (lv) lead due to required raised threshold for the patient's anatomy. The patient alleged suffering from indisposition and incapability since downgrade to cardiac resynchronization therapy pacemaker (crt-p). Reprogramming was performed. The lv lead remains in use. No further patient complications have been reported as a result of this event.